Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead implanted exhibited cardiac perforation. The right ventricle lead was explanted and replaced during the same procedure on (B)(6) 2022. Patient was stable.